Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the device did not recognize devices and the cable was replaced to resolve. The device then passed all functional and systems tests. (B)(4).

Event description:
It was reported that the radiofrequency programmer head did not recognize devices. The head was returned for service. No patient complications have been reported as a result of this event.